Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted or cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were attempted for use in the procedure performed on (B)(6) 2025. During the procedure, the screen is not displaying. As a result, the procedure was cancelled due to this event. There were no patient complications reported as a result of this event.